Event description:
After inserting the sheath into the right femoral artery, it was difficult to advance. The sheath was retracted and the sheath was reported to be split. An occluder device had not been inserted yet. No anomalies were observed during inspection or prep of the delivery system or on fluoroscopy. The same size delivery system (9-del-12f-45/80) was utilized to successfully implant a 32mm asd device. According to the hosp, the patient experienced no problems post-procedure. The physician was concerned this event could have caused damage to the patient's vessel. No fluoroscopy was on file and the lot numbers are not available.

Manufacturer narrative:
Examination of the returned product revealed the sheath was split and peeled back approximately 15 inches from distal tip. The sheath tip edge was observed under a microscope and the edges were jagged and rounded off. The sharp corner of a new (and never been used) sheath tip was not present and light abrasion marks were evident, as if a device or device had been deployed and retracted numerous times. A large and sharp kink was present mid-sheath as well. Aga's senior r&d scientist, qe technician, and the product evaluation technician each examined this sheath and reviewed the complaint. Given the sheath split in two and the condition of the sheath tip, our unanimous consensus was that the condition of the sheath could not have happened with a single use, let alone without even advancing a device through it. Rather, the condition of the sheath tip was consistent with multiple uses, or at least several devices being retracted back into the sheath. No defects were observed of the other components. The cause of the damage could not be conclusively determined but multiple uses of sheath were suspected. The instructions for use cautions that aga devices and delivery systems are for single use only and are not to be reused or sterilized.